Manufacturer narrative:
The reported complaint of "m ID:09" (air trap assembly) error message on the thermogard xp ivtm system (serial #(B)(4)) was not confirmed during functional testing and event log review. The thermogard xp ivtm system was evaluated at customer site and no issue was observed. The thermogard xp ivtm system performed as intended. The possible cause of m ID:09 could be of a leaking start-up kit (suk). No physical damage was observed on the thermogard xp ivtm system during visual inspection and no "m ID:09" were identified during event log review.

Event description:
After 48 hrs of ivtm therapy, customer reported that the thermogard ivtm system (serial # (B)(4)) alarmed and prompted a "m ID:09" (air trap assembly) error message using start-up kit (suk) lot #92781. Customer replaced the saline bag but fluid substantially decreased and also, the thermogard ivtm system continued to display "m ID:09". Customer could not find the location of the leak from the suk. No known impact or consequence to patient was provided.